Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device ias5-120lp, 5 mm access port & low-profile obturator was being used on (B)(6) 2026 during a hysterectomy and the ¿cannula broke midway up to the shaft outer lumen cracked with small 2x8 piece missing. Missing piece could not be located. X-ray taken without identification of piece in patient abdomen.¿ per further assessment it was reported "we cannot confirm whether or not the fragment of the cannula was retained or not retained within the patient. A kub intraoperative x-ray was taken in an attempt to locate the fragment. However, confidence was low for seeing the fragment on radiography due to the lack of or limited radiopacity of the material and small size of the fragment. The piece could possibly have been retained." There was no impact or injury to the patient or user. The procedure was completed with an alternate unknown device. There was a 60 to 90-minute delay to the procedure. This report is being raised due to the reported injury of patient could possibly have retained a device fragment.